Manufacturer narrative:
H10: massimo lodi, reza far ebrahimi, piera pezzotti, luciano carbonari (2016). The removal of a stuck catheter: an alternative to hong's technique. Journal of vascular access, 17(6):548-551. Doi: 10.5301/jva.5000557. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "journal of vascular access" titled, "the removal of a stuck catheter: an alternative to hong¿s technique", the patient required replacement twice; the first time due to a malfunction and the second time due to an infection of the tunnel. After the second replacement, the split tip catheter was found to be stuck. However, current status of the patients was unknown.